Event description:
Distributor reported that their end user received (B)(4) cases, they had 8 incidents in a row where the needle remained stuck in the patient's arm. A new holder was used to withdraw the needle. There was no injury, no medical intervention or harm to the patient or medical professional. See attachment section for report, emails, pictures and videos. Samples are available.